Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 432 mg/dl. Prior to going to the ER, the customer administered a manual injection in attempt to resolve the bg level. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER 3 hours later with the reported issue resolved and no permanent damage. The cause of the event was due to the control-iq algorithm suspending basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 260 mg/dl, and the meter bg reading was 432 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.